Event description:
It was reported that the patient was admitted to the hospital. A pump alarm was heard, but telemetry was not yet performed. Healthcare provider (hcp) believed the pump was alarming due to empty reservoir; a missed refill. A pump refill was planned the next day. A follow-up report will be sent when additional becomes available.

Manufacturer narrative:
Catheter model: 8711, lot #: j11465r53, implanted: (B)(6) 03, explanted: unk.